Event description:
Rptr stated, on behalf of her mother, that she had been experiencing the er1 message. Rptr stated that while troubleshooting they discovered that the blood sample was applied to white circle instead of pink square. Rptr retested successfully and received a blood glucose result of 174 mg/dl.